Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr was fractured. The 60-70% stenosed target lesion area was located in a mildly tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink burr was selected for use in a percutaneous coronary intervention. During the procedure, the burr was fractured due to the characteristics of the lesions. The device was removed within the catheter. There were no device fragments left inside the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device revealed that the handshake connection was received stuck inside the sheath and was not able to retract. There was no damage or detachment of the burr. Majority of the coil was found to be stretched, with a separated coil at the distal end of the catheter. The coil was separated 4.2cm proximal of the burr. The distal end of the sheath was also damaged, pushed back, and torn. The damage to the device is indicative of the device having force applied that led to one of the coils separating from the other. Also, the damage to the sheath is consistent to the burr being forcefully pulled back into the sheath. Remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported event, as one of the coils was separated near the burr.

Event description:
It was reported that the burr was fractured. The 60-70% stenosed target lesion area was located in a mildly tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink burr was selected for use in a percutaneous coronary intervention. During the procedure, the burr was fractured due to the characteristics of the lesions. The device was removed within the catheter. There were no device fragments left inside the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.